Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2000 - the patient underwent a two part procedure including a cystourethropexy, abdominal vaginal vault suspension, moschowitz culdoplasty and a posterior colporrhaphy. The abdominal vaginal vault suspension involved implant of "marlex mesh" (bard/davol flat). The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.